Event description:
The reporter stated that back to back blood glucose tests were done, sometimes using the same finger stick. Rptr's results were 220, 154, 300 and 172 mg/dl. Rptr did not have any symptoms. No harm was alleged.